Manufacturer narrative:
The warmer was received for evaluation and a burnt ac connector was confirmed. Traces of saline were found in the connector, and the findings were consistent with an electrical short caused by the presence of saline. The power cord was not returned for evaluation and details of the electrical connections at the patient's home could not be confirmed. A review of the device history record (DHR) was performed and shows the unit was released for distribution having met all product design requirements. The express fluid warmer meets requirements for electrical and safety standards as outlined in the user guide. The user guide warns that the express fluid warmer must be plugged into the ac power accessory outlet on the back of the nxstage system one cycler and that the power interconnect cord must be inspected before each use. It states that proper electrical hookup in full compliance with all applicable codes and device specifications must be maintained. UDI: (B)(4). Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received from a home therapy nurse on (B)(6) 2018 regarding an express fluid warmer (efw) that caught fire and melted the power cord. The patient, a (B)(6) year old female, was not connected to the device at the time of the event. Damage was confined to the efw which was removed from use.